Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 95% stenosed lesion, resulting in difficulty during advancement and removal. Additionally, it was reported that the wire was observed to be peeled once removed from the anatomy. In this case, it is likely that manipulation of the wire, when resistance was met, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the obtuse marginal (om). After the lesion was pre-dilated with a unknown balloon catheter, a 190cm ht bmw universal guidewire (gw) as advanced into the lesion; however, resistance with the anatomy was noted and the gw was noted to get stuck multiple times. It was observed that the polymer coating was peeled and damaged; however, no piece of the polymer was left in the anatomy. The gw was replaced with another guidewire to complete the procedure. There were no reported adverse patient effects no clinically significant delay. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.